Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned that they've been charging their implant every 5 days with no problem since they got the implant, however, last week they started noticing that after 4 days the battery was "down under 10% and so they would charge again; pt added that this day the batter was down under 10% but then yesterday for 2 days the charge of the ins was 50%. Pt mentioned they would need to charge their ins every 3 days. Pt first reported their concerned to their mdt rep yesterday and they thought of making this call to know if there's a problem since they will be travelling. Agent provided information on battery depletion and pt did mention that they've been doing gardening. Pt mentioned they feel much more relieved now than before. Pt added that fully-charging the ins only takes 40 minutes.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the pt. Pt reports the cause of having to charge every 3 days instead of 5 was "my own healing process + activity levels increased." Pt reports they were "not aware that this would cause the need for more frequent charging." Pt reports they charge more frequently as needed by their "active lifestyle". Pt reports the issue is considered resolved and that this issue was "all part of the healing process".